Event description:
The device was returned to the manufacturer with no information. The device subsequently tested out of specification. Follow up revealed that the device was explanted after the patient expired. The cause of death was reported as unrelated to the device.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed, and analysis revealed a firmware - error message/code.